Manufacturer narrative:
The manufacturer previously reported in reference to an issue with an everflo oxygen concentrator. The customer stated that a patient passed away and they are investigating if the device failed. There is an allegation that the machine did not alarm and was not putting out any oxygen. The customer stated they tested the device and there was no air coming out and no alarm. The oxygen level was at 20.9%. The device was evaluated by the manufacturer and the allegation of not producing oxygen therapy was confirmed. The asco valves are not switching between a and b sieve cylinders and appear to be stuck in the open (product side) position from what appears to be a contamination of a brown tar like substance throughout (has an odor of tobacco/nicotine). The unit internally is over all in a poor state and appears to be lacking any preventative maintenance or servicing other than a new inlet filter. There is significant build up of household dander/dust balls/tar/dirt. There is evidence of a brown tar like substance built up in the tubing causing yellowing of the inlet connection and throughout the system path. While the unit produces appropriate flow; no oxygen is being produced as the flow path is not being directed through the zeolite molecular sieve materials and is venting straight to the patient circuit. Unit has audible/visual alarm when the flow is prevented (as designed.) This model 102000 is not equipped with an opi pca so o2 levels are not real time monitored. The manufacturer's evaluation confirmed the failure of the unit to function as designed. Unit appears to have poor preventative maintenance and has significant evidence of contamination rendering the asco valves from cycling/functioning properly.

Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to an issue with an everflo oxygen concentrator. The customer stated that a patient passed away and they are investigating if the device failed. There is an allegation that the machine did not alarm and was not putting out any oxygen. The customer stated they tested the device and there was no air coming out and no alarm. The oxygen level was at 20.9%. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.